Manufacturer narrative:
Investigation results after finishing the 8d-report: the affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records have been checked for the mentioned lot numbers and found to be according to our specification valid at the time of production. One similar incident have been filed with a product from the batch 51904336 (B)(4), one similar incident have been filed with a product from the batch 51901300 (B)(4), and one similar incident have been filed with a product from the batch 51910799 (B)(4). No similar incidents have been filed with products from the other batches. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap (B)(4) as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with product as vega knee. It was reported that as a result of having the product implanted, the patient has experienced bilateral knee pain and difficulty walking. It is alleged that a diagnostic x-ray performed in (B)(6) 2014 showed that the left implant had become loose which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2013 for the left knee and (B)(6) 2013 for the right knee and the revision surgery occurred on (B)(6) 2015 for the left knee and a revision surgery for the right leg was not mentioned. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: left knee: nx011z (ps femur cemented f5n lt), nx043 (universal patella p3), nx131 (ps pe insert t3/t3+, 12mm), nn260p (peek plug f/ tibia). Right knee: nx031z (ps femur cemented f5n rt), nx043 (universal patella p3), nx130 (ps pe insert t3/t3+, 10mm), nn260p (peek plug f/ tibia). The cement used in the surgery is unidentified. The adverse event / malfunction is filed under reference (B)(4). Associated medwatch-reports: (leading components, reported previously), 2916714-2020-00345, 2916714-2020-00342. Remaining medwatch reports: 2916714-2020-00338, 2916714-2020-00339, 2916714-2020-00341, 2916714-2020-00343, 2916714-2020-00344, 2916714-2020-00346, 2916714-2020-00347.